Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported clip becoming caught in chordae (difficult to remove) appears to be due to the user technique/procedural circumstances due to chordae entanglement. The reported tissue damage (chordal rupture/leaflet tear) appears to be a result of procedural conditions of difficulty removing the clip delivery system from the chordae. The reported unchanged mitral regurgitation (mr) appears to be due to procedural circumstances as the third clip was implanted lateral from the flail (chordal rupture) as it could not be directly implanted on the flail that was moving over the second implanted clip. The mitral valve injury (tissue damage) and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal rupture on the third mitraclip. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). Two mitraclips were implanted successfully reducing mr to grade 2. While trying to place the third clip (80711u194), the clip became entangled with chordae and was able to be removed from the chordae using standard troubleshooting maneuvers, but this resulted in a chordal rupture/leaflet flail in the p1/a1 segment on the anterior leaflet. Mr returned to grade 3. The third clip was implanted lateral from the flail since it was not possible to place the clip directly on the flail that was moving over the second clip. It was not possible to reduce the mr. The procedure was completed with a final mr grade of 3. No additional information was provided.